Event description:
The customer reported via phone call that they had an occlusion and a bent cannula. Customer also reported receiving a no delivery alarm while attempting to prime. The customer also stated their blood glucose was 479 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pen. Customer was unable to troubleshoot for the no delivery alarm because it was a past event. The reservoir will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.